Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Installed test mixing pump to cool. Mixing pump was serviced. Unit was primed to fill. The device underwent pm servicing while in for repair. Circulation pump was serviced. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The did not meet specifications and was influenced by the reported failure. It was unknown if the device was in use on a device patient. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed a failed mixing pump. The device was under extended warranty. Per biomed via phone on 05-dec-2022, initial reporter was not available, but they were aware that the device had been shipped for depot repair. Per sample evaluation results received on 21dec2022, the root cause of the reported issue was due to a failed mixing pump. It was stated that arctic sun device was primed to fill.

Event description:
It was reported that the arctic sun device was not cooling. A check of the diagnostics showed a failed mixing pump. The device was under extended warranty. Per biomed via phone on (B)(6) 2022, initial reporter was not available, but they were aware that the device had been shipped for depot repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.